Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+3.0/109 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2022. The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2023. Claim # (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 11-jul-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found residue/debris on the lens specifically fibre and no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).